Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a mini drawer was failed. The customer reported that the malfunction occurred when user tried to issue medication to patient and there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the mini drawers were experienced a failure during an ongoing procedure. A field service engineer closed and postponed the complaint due to the procedure room still not available for troubleshoot. The system functioned as intended after the field service engineer verified the device.